Event description:
The user's hearing performance with the device is affected. The user clearly shows discomfort when stimulation is applied. For approx. Half a year he does not want to use his right audio processor anymore. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to device minute mobility appears very likely. The reported repeated impacts might have weakened the fixation of the implant, consequently leading to electrode mobility. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user clearly shows discomfort when stimulation is applied. For approx. Half a year he does not want to use his right audio processor anymore. Re-implantation is considered, however, no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. For approx. Half a year he does not want to use his right audio processor anymore. Re-implantation is considered.